Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (3.0 mg/ml at 0.3986 mg/day) and clonidine (15 mcg/day at 1.993 mcg/day) via an implanted infusion pump in flex programming mode as of (B)(6) 2015 until (B)(6) 2016, and then the doses were decreased by 53% to 0.1865 mg/day of morphine and 0.932 mcg/day of clonidine on (B)(6) 2016. The pump¿s indications for use were listed as failed back surgery syndrome and spinal pain. It was reported that the patient had gastric bypass surgery and had lost a significant amount of weight and needed to have the pump repositioned in the pocket. Additional information was received from the hcp on 2016-06-15. The hcp indicated that the pump was flipping in the pocket. It was unknown when the symptoms started, but the patient presented with the problem on (B)(6) 2016. The event date is an approximate date. The neurosurgical follow-up note dated (B)(6) 2016 indicates that the patient presented for a neurosurgical consultation for a displaced morphine pump. The patient was status post (s/p) 2 back surgeries in 1989 and 2002 (fusion). The patient had lost 40 pounds and the pain management hcp had difficulty filling the pump because it ¿flips¿ over. A physical examination revealed that the patient had excess skin in the abdomen. The plan was to reposition the pump. Assessment revealed lumbar spondylosis, spondylolisthesis l3-4-5, and instrumented fusion l5-s1. The operative report dated (B)(6) 2016 indicated that the patient was admitted on that date. The pre- and post-operative diagnoses were malfunctioning and malpositioned intrathecal morphine pump in the left flank. The intrathecal pump was placed many years ago. The patient had recently lost weight and the pump was floating around and was very uncomfortable. It was stated that according to the patient, it was difficult for the refill hcp to access the pump because it would flip. The patient wanted to have it repositioned. ¿the pump was found to be very tightly as well as the catheters coming out of the pump and going towards the intrathecal region.¿ there was granular type of tissue showing the age of the pump. During dissection, the catheter was incised and cerebrospinal fluid (csf) flow from the pump was noticed. The pump was repaired by removing a pin from the connector and hemostasis was confirmed. A new pocket was created and 3 sutures were placed to anchor the pump. The pump was secured away more closer to the midline and above the groin, which was more comfortable for the patient. The patient tolerated the procedure well and was sent to the recovery in stable condition. The pump was reprogrammed in the recovery room. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.